Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after being discharged from the hospital, cutout was confirmed at a regular checkup in september. The patient reported that she had fallen during rehabilitation in august and felt pain after that.".